Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that the right ventricular (rv) lead was capped on (B)(6) 2025 and replaced.